Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was not able to be reviewed as the device serial number is unknown. As reported, after the 21mm intuity was implanted there was an injury noted in the mitral-aortic curtain of the annulus. The valve was explanted and the injury was repaired with simple sutures. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
As reported, this patient had a 21mm valve implanted, but, as soon as the surgeon checked if the frame was completely deployed and valve well seated, he noted that there was a lesion in the mitro-aortic portion of annulus. To repair the lesion, the valve was removed, lesion was repaired and a 21mm valve was implanted with single sutures and pledgets to reinforce the annulus. The event occurred while the patient was still on pump.